Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu313120j/13904550) to treat a thoracic aortic aneurysm measuring 56 mm in diameter. On an unknown date, a follow-up angiograph reportedly revealed suspected proximal type I and type ii endleaks, and aneurysm enlargement to 62 mm in diameter. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby an additional stent graft was implanted. A final angiograph reportedly showed an unresolved type ii endleak. The procedure was concluded, and the physician opted to take a wait-and-watch approach in regard to the type ii endoleak. The patient tolerated the procedure.